Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The patient's blood glucose level was unknown at the time of the call. The customer stated that they were admitted in the emergency room on (B)(6) 2016 at 230pm. Customer states he noticed there was a leak when he went to do a bolus. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed rf pic failed error during self-test due to faulty electrical component on the radio frequency board. The insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor error alarm noted during testing. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, broken belt clip slot at battery tube threads area and broken reservoir tube lip.